Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, two or three days after an operation for an abdominal incisional hernia, the white blood cells and crp levels of the patient were elevated, so she was thought to be infected. Three days after the operation, she had a reoperation to remove the mesh. The patient was in life-threatening condition at the time of the reoperation. The patient was treated with a peritoneal lavage using normal saline. She was also administered antibiotics. No bacteria were detected and the reason of the infection is not known. The patient is reportedly getting better. No further information has been provided at this time.

Manufacturer narrative:
(B)(4). The sample has not been received for investigation. As no lot number was provided, a review of the device history record could not be performed. All process and test criteria are verified as complying with the finished product specifications for all released lots.